Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage and moved on balloon occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 24 synergy ii drug-eluting stent (des) was advanced to treat the lesion. However it was noted that the stent un-spiraled and upon pulling out, the stent partially came off of the stent delivery system. The device was completely removed and the procedure was completed with another synergy ii drug-eluting stent. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the distal half with struts distorted, lifted and stretched distally over the bumper tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system during attempts to cross the lesion. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage and moved on balloon occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 24 synergy ii drug-eluting stent (des) was advanced to treat the lesion. However it was noted that the stent un-spiraled and upon pulling out, the stent partially came off of the stent delivery system. The device was completely removed and the procedure was completed with another synergy ii drug-eluting stent. No patient complications were reported and the patient was not harmed.